Manufacturer narrative:
This supplemental report is being submitted to provide additional information obtained from the customer regarding the reported event.

Event description:
According to the reporter, the event occurred on july 18, 2022, during preparation for use in a therapeutic endoscopic retrograde cholangiography (ercp) procedure. The procedure was completed with a similar device with no substantial delay, but to switch over to the new device. The device was inspected before use and the device was found with low angles and free play. There were no additional details regarding the patient or event reported.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was confirmed. It was discovered, the adhesive around light guide lens was peeled, water tightness was lost due to damage on channel-tube, clogging of nozzle, image guide protector was damaged, the scope-cylinder was shaved, low angulation and knobs play. In addition, there were scratches on the adhesive on bending section, the connecting tube, the universal cord and the distal end. A review of the device history record (DHR), found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, the root cause of this phenomenon could not be identified. The likely mechanism causing the foreign material to adhere to/around the forceps elevator might be the reprocessing performance of device based on the investigation results of past similar cases from other facilities. The instruction for use (IFU) (reprocessing manual) states infection risk caused by insufficient reprocessing as follows: ¿all channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor the field performance of this device.

Event description:
An olympus representative reported to olympus, on behalf of the customer, there was low angulation and free play on the duodenovideoscope. Upon inspection and testing of the returned device, foreign material in the forceps elevator was discovered. There were no reports of patient harm associated with this event. The medical device report (MDR) is being submitted to capture the reportable malfunction of foreign material in the forceps elevator found during evaluation.